Manufacturer narrative:
The controls were tested on the meter at 12:17 am and 12:18 am and both passed. The customer's test strips have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The meter was returned for investigation. The returned meter was tested with retention strips and controls. All of the results were within the acceptable ranges. Control ranges: level 1 - 30-60 mg/dl, level 2 - 261-353 mg/dl. Results: level 1 - 47, 47, 46, level 2 - 312, 318, 317. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of a questionable glucose result for one patient tested with an accu-chek inform ii meter with serial number (B)(4). The initial result at 11:50 am was 191 mg/dl. The patient was re-tested at 11:52 am and the result was 132 mg/dl. The reporter stated that about 10 minutes later, the nurse walked to the computer and saw the other test had been completed on the patient. The nurse then obtained a second inform ii meter to retest the patient. The result from the second meter at 12:19 pm was 208 mg/dl.